Event description:
During coil embolization within the right ic-pc aneurysm, while the physician was trying to deliver the 8th coil, resistance was felt and the coil got stuck inside the prowler select plus microcatheter. The coil and microcather were removed as one unit from the pt's vessel. Then while trying to deliver the 11th coil, the coil became stretched and detached prematurely within the aneurysm without turning the syringe. The coil was placed in the aneurysm but about half of it was hanging out of the aneurysm. The physician elected to stop the procedure, 10,000 units of heaprin was administered to avoid thrombosis, and the pt was followed closely for four days. In 05/2005, the pt had angiogram and no additional coil was placed.